Manufacturer narrative:
Analysis of the pump found a gear train anomaly of corrosion and/or wear and/or lubrication.

Event description:
Additional information was received from a manufacturer representative. The 2016-jan-18 print report from the pump indicated that the last change to the pump settings was 2015-nov-30. The report showed that the pump was running at minimum rate; dilaudid [10 mg/ml] was being delivered at a rate of 0.062 mg/day and baclofen [166.5 mcg/ml] was being delivered at a rate of 1.04 mcg/day. In addition, the logs showed that the motor stall occurred on 2015-nov-24 at 14:15 with the "stopped pump period may exceed tube set" message being triggered 48 hours later. It was reported that the pump was replaced on (B)(6) 2016.

Manufacturer narrative:
(B)(4).

Event description:
Information was received from a healthcare provider (hcp) in regards to a patient who was being treated with baclofen 166.2 mcg/ml (83 mcg/day) and dilaudid (hydromorphone) 10 mg/ml (5 mg/day) intrathecal therapy via an implanted pump. The pump's indication for use (IFU) was listed as failed back surgery syndrome and spinal pain. The baclofen lot number was unknown. The patient's medical history and concomitant medications were unknown. The patient experienced tachycardia, sweating, and muscle spasms. A motor stall was seen at initial interrogation and occurred on (B)(6) 2015 at 14:49. Stopped pump period may exceed tube set message was noted on (B)(6) 2015. The patient had not recently had an MRI or was near any magnetic fields. Motor stall considerations were discussed. The patient was admitted to the emergency room (ER). The hcp was going to contact the patient's managing physician. Follow-up was being conducted to obtain other medications the patient was taking, pertinent medical history, actions/interventions taken to resolve the motor stall, and cause of the motor stall. If additional information is received, a follow up report will be sent.